Event description:
It was reported that the touch screen on the programmer was inactive. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the touch screen on the programmer was inactive. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the stylus pen was not tracking with the overlay screen and therefore the overlay screen/bezel assembly was replaced, and calibrated with the stylus to resolve. The programmer failed two functional tests and the analyzer circuit flex tape and the link electronic module board were both replaced to resolve. (B)(4).

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.